Event description:
Home apd patient (pt) re-uses 12 ft. Extension drain line 2 days. Pt reports that he dropped homechoice set pt line on floor during set up and accidently connected pt line to re-used drain line extension. Pt said it was connected approximately 5 minutes when he realized his error. He disconnected pt line, swabbed it with betadine and then re-connected to his transfer set to begin therapy. Later that night, pt felt abdominal pain and next day was diagnosed with peritonitis. Pt also noted that he and his mother were in the room unmasked during set up, and both were coughing. Pt was hospitalized 11/25/97-11/28/97 and treated with antibiotics.